Event description:
It was reported that there was high impedance, high threshold, elevated short interval counts (sic) and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady at 600 ohms through (B)(6) 2014, then decreases and drops out of range (less than 200 ohms) starting (B)(6) 2014. Ventricular capture management (vcm) trend shows threshold steady at 0.5v or less until (B)(6) 2014, then threshold varies and rise to high or out of range (greater than 2.5v) by (B)(6) 2014. Vt/vf episodes recorded with apparent oversensing on the stored egms. 10 ,696 v-sic since last session 7 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).